Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed episode of false pause, caused by under-sensing of the implantable cardiac monitor. No interventions were reported. The patient was stable.